Event description:
Info received indicates the technician found fluid on the right siderail ucm board and cable.

Manufacturer narrative:
The technician replaced the right siderail ucm board and cable to repair the bed.